Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Review of the device memory confirmed the bd error was triggered by magnet application. Since that time, the battery measurements have recovered. The s-ICD is now operating normally and remains in service. No adverse patient effects were reported.